Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm513.2, -08.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced vertically with a shorter length lens due to excessive vault on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
(B)(4).